Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated bolt snapped and bent the cross support.

Manufacturer narrative:
The device was returned and evaluated where they found the threads in the cross support where the handle mounts do appear stripped.

Event description:
The dealer stated bolt snapped and bent the cross support.